Manufacturer narrative:
(B)(4). The blade was not tested prior to use.

Event description:
It was reported that "incident from the ER department regarding a laryngoscopic blade reference 004551004, lot 1810341, brand rusch. The blade did not trigger the laryngoscopic light.". The issue occured prior to intubation and a new blade was used. No patient injury was reported.

Event description:
It was reported that "incident from the ER department regarding a laryngoscopic blade reference 004551004, lot 1810341, brand rusch. The blade did not trigger the laryngoscopic light.". The issue occured prior to intubation and a new blade was used. No patient injury was reported.

Manufacturer narrative:
(B)(4). The sample was returned and sent to the manufacturer for evaluation. The manufacturer reports the following: "DHR data reviewed for lot 1810341 and no issue reported during inspection for any light failure or functionality issues reported. Sample received in broken stage but when we tested that on rusch greenled handle, we found perfect transmission of light from light guide source on blade. Same product was tested on truphatek green specs handle and result was same as per previous testing. In both cases, we found blade was performing well even though it was received broken. Complaint sample is qualifying the light testing. There were not issue with the blade found. There might be an issue into the power source mechanism of handle."